Event description:
Reporter alleged blood glucose was 361mg/dl and then passing out however, time between the events was not certain but was thought to be within an hour. It was reported paramedics were called and their device read 61mg/dl where juice was given. Reporter stated refusing to be taken to the hospital and that she took her normal 35 units of insulin after the result of 361mg/dl. A request was made for the return of the suspect device and replacement product was sent.